Manufacturer narrative:
Evaluation summary: review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. Pump has not been returned yet. Once returned and investigated, a follow-up report will be made. No serious injury occurred with respect to this patient. On (B)(6) 2004, the company discovered a software bug that causes the pump to operate differently from the user guide when in suspend mode. The user guide indicates that if a patient places the pump in suspend mode, the pump will beep/vibrate every 1 minutes and will notify the patient on the lcd screen that the pump is suspended. The software bug causes the pump, in some circumstances, not to beep/vibrate every 15 minutes while in the suspend mode. The company has decided to retroactively file this MDR because, although unlikely, it is theoretically possible that a serious injury could occur if another patient were to rely upon the instructions in the user guide that an audible alert would be present when the pump is in suspend mode. (B)(4).

Event description:
User reports that she does not think that suspend warning tones are functioning. The suspend alert is functioning. Pump to be returned for evaluation.